Event description:
16fr bard foley catheter placed for elective colostomy procedure. No problems at placement, urine clear. Bulb would not deflate for removal on event date. Urologist consult the next day abdominal ultrasound done on event date. Acetic acid used in bulb with no result. Bladder ultrasound done the next day using contrast. Bulb ruptured using 20 g chiba needle by radiologist. Catheter removed. No further complications. Cr bard notified of event in 11/2001. Pt discharged the following day. Product is not available for examination.